Manufacturer narrative:
Tw ID # (B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
The hospital reported that during an endoscopic vessel harvesting procedure, t.w. Power supply power goes in and out and would sometimes stop working while harvesting veins. A new device was used to complete the procedure.

Manufacturer narrative:
Trackwise ID#: (B)(4). The reported device is an OEM device. The certificate of conformance was reviewed for the serial # (B)(6). The vendor certifies that this device serial conforms to all applicable product specifications and there were no non-conformances identified for the manufacturing batch.

Event description:
The hospital reported that during an endoscopic vessel harvesting procedure, t.w. Power supply power goes in and out and would sometimes stop working while harvesting veins. The power was set to 3. A new device was used to complete the procedure. There was no delay or harm reported.